Manufacturer narrative:
Product event summary #(B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the lead insulation was breached/torn. The inner insulation was kinked/buckled. The distal lead conductor was pulled/stretched/overstressed. The proximal lead conductor waspulled/ stretched/overstressed. The distal end of the lead conductor was covered in blood. The proximal end of the lead conductor was kinked/buckled. The lead was stretched and there was apparent damage at implant.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead was positioned multiple times. The lead measurements were poor and it was unable to pace at 5v. The lead was going to be repositioned again, but the screw would not retract. The leadwas not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).